Event description:
A customer from (B)(6) reported a false susceptible trimethoprim/sulfamethoxazole (sxt) result for a staphylococcus aureus strain, from a patient wound, in association with the vitek® 2 ast-p634 test kit (lot 7340348203). The customer stated the sample was plated on to horse blood agar and incubated for 24 hours, then the isolate was plated onto a sensitivity plate which indicated mrsa. A purity plate was made at 72 hours and was tested on the ast-p634 card. The customer reported that the ast-p634 sxt result was sensitive (mic=1), whereas the disc method and reference lab results were resistant (mic >8). The vitek test was repeated from sheep blood agar (tsab), which gave the same result. The customer stated that no incorrect result was reported to a physician, and there was no impact to the patient results or treatment. The patient was not on antibiotics. The customer reported there was a delay for reporting results due to extra testing. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated due to a false susceptible result on trimethoprim (tmp) with four (4) strains of staphylococcus aureus (4 different patients isolates) on vitek® 2 (v7.01) ast-p634 card. Only three (3) strains were submitted by the customer: s1 = sap 2347965/pr 1386215 , s2 = sap 2347968/pr 1386217, s3 = sap 2347969/pr 1386218. The three (3) isolates were subcultured on cos medium and identification was confirmed to s. Aureus for the three (3) strains. Testing included vitek 2 ast-p634 cards from the two (2) customers lots (cl1 : 7340348203 - cl2 : 7340467403) and a random lot (rl: 7340362403), and agar dilution (ad) as the reference method for tmp01n trimethoprim (tmp) formulation used for this card. Agar dilution (ad) method used for trimethoprim development (tmp01n formulary) in ast-p634 card: s1 : tmp mic = 8 mg/l r. S2 : tmp mic = 8 mg/l r. S3 : tmp mic = 8 mg/l r. Vitek 2 ast-p634 test kit: s1: tmp mic = 1 mg/l s on cl1 and cl2; <= 0.5 mg/l s on rl. S2: tmp mic = 1 mg/l s on cl1 and rl; 4 mg/l I on cl2. S3: tmp mic = 2 mg/l s on the three (3) lots tested. The false susceptible tmp results were reproduced. There was delayed growth in the high concentration drug wells. A complaint history review was completed for this issue during the last 13-month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. The investigation concluded the strain is atypical, exhibiting delayed growth in some drug wells.